Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was not able to confirm and reproduce the customer reported complaint. The instrument was tested on an in-house system showing 56 lives remaining. The instrument passed clip test, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grip tips opened and closed properly. There was no physical damage and there was no problem detected. The instrument was fully functional. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the large hem-o-lok clip applier instrument would ¿pop open¿ when in use as it was clamping down on a clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was unable to provide any additional information. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
The large hem-o-lok clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Instrument log review: a review of the device logs for the large hem-o-lok clip applier instrument (part#: 470230-12/ lot/serial#: (B)(6) associated with this event has been performed. Per this review of the logs, the large hem-o-lok clip applier instrument was last used on (B)(6) 2024 via system serial#: (B)(6). There were 56 uses remaining after this last usage. A review of the logs showed a cholecystectomy procedure was performed on (B)(6) 2024 via system (B)(6). As of 12/11/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event.